Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for follow up in clinic, interrogation revealed high out of range impedance and high threshold on the left ventricular (lv) lead. Further investigation revealed that the rise in both parameters was sudden. Programming changes were made. The patient was stable.